Event description:
Related manufacturer report number: 1627487-2022-05503, 1627487-2022-05504, 1627487-2022-05506. It was reported that the patient had a fall and fractured their leads. As a result, the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.